Manufacturer narrative:
Concomitant product UDI for reservoir is (B)(4). The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available the cause that contributed to the reported event cannot be established.

Event description:
It was reported that this inflatable penile prosthesis (ipp) was not inflating and exhibited fluid loss. A surgical procedure was performed to remove and replace the ipp. No patient complications were reported.